Event description:
Pt was revised due to loosening of the femoral component, poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the reported tibial insert component did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening and polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.